Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h6 and h10. The cause of the phenomenon indicated that a power breaker was turned off. It is concluded that the reported issue is not due to abnormality of the device but an event due to handling. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The reporter provided new information on july 20, 2020 stating that the device will not be returned because the issue was resolved by a power breaker switch that was turned off. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device does not power up. The reporter stated that this occurred during preparation for use so there was no patient involvement. No additional information was provided.